Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced extreme low blood glucose levels which required medical intervention by paramedics. The customer stated that emergency medical technicians had to be called on site because she had not eaten dinner. She also mentioned that she was in a very depressed mood. The blood glucose reading was 27 mg/dl. She stated that she had given herself insulin without having eaten leading up to the event. She declined troubleshooting for the insulin pump, advising that it was her fault. She also noted that she could not hear the sensor because her brain would block out the noise. She also declined troubleshooting for the sensor issue. She was advised to monitor the device to call back if any other issues occurred. Nothing further reported.